Event description:
This incident is being reported in abundance of caution. A product issue has been reported with one of our oncology workspace systems. During internal software testing, our application specialist has discovered that the reference image contours could potentially shift after the image center calibration (icc) is performed. The contours drawn on the non-square reference images may be shifted with respect to the digital reconstructed regional graph (drr). The magnitude of the shift is proportional to the aspect ratio of the image and also proportional to the distance between the image center and the calibrated isocenter. Under worst case, if wrong position should be applied several times in a row to a critical organ, this could result in serious injury. It has been determined that the root cause is software related. Its important to note, no customer complaint or injury has been reported.

Manufacturer narrative:
"Severity 3 (serious injury): the magnitude of the shift is proportional to the aspect ratio of the image and also proportional to the distance between the image center and the calibrated isocenter. Under worst case, if wrong position should be applied several times in a row to a critical organ this could result in serious injury." "Probability b (improbable): the shift in the contour on the reference image (drr) would not result in a mistreatment because the user is trained to use the interactive shift tool to match the contours on the drr with the portal image. Therefore, regardless of where the contour is, the user will match the portal image with the reference image and the offset calculation would be correct. The user may wonder why the contours are not in an expected position, but the user would still match these contours with the anatomy on the portal image. The shift is also displayed on the reference image which will contribute to the detectability of the problem for the large shifts." "Recommendation for the installed base: no immediate action for the installed base is required."